Manufacturer narrative:
(B)(4). The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow-up, device was found to reach eri. Upon reviewing the session records, premature eri was noted. Device was explanted and replaced. Patient suffered stroke a day after the replacement procedure. No further information was available.